Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the person with diabetes (pwd) had recently experienced an instance of the infusion set tubing detaching from the luer lock connection. The tubing had caught on a door handle, resulting in detachment from the luer lock connection. The pwd was able to replace the infusion set. The event occurred while in use with a patient. There was no patient injury.